Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they were all leaking at the filter site where it meets the tubing.

Event description:
No additional information.

Manufacturer narrative:
It was reported that the there was a leak where the tubing meets the filter. One sample model (B)(6) was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with blue dye water and a leak was observed coming from the filter outlet port. The customer complaint was verified. A device history record review could not be performed because a lot number was not provided by the customer. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.